Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The covidien customer support engineer (cse) ventilator the malfunction. The cse inspected the device and replaced the graphical unit interface (gui) pcb. The unit passed extended self testing.